Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported left implant is sore, hard and uncomfortable, physician diagnosed capsular contracture stage ii. Later, the patient reported capsular contracture, baker grade IV.

Event description:
Patient reported, left implant is sore, hard and uncomfortable. Later healthcare professional reported, capsular contracture, baker grade IV. Device has been explanted and replaced.

Event description:
Patient reported possible rupture. The device remains implanted. Side is unknown.

Manufacturer narrative:
Additional/changed and/or corrected data: d.1, d.2, d.4, g.1, g.3, g.5. Reason for reoperation-rupture.

Event description:
Patient reported left implant is sore, hard and uncomfortable, physician diagnosed capsular contracture stage ii. Later, the patient reported capsular contracture, baker grade IV. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time.

Event description:
Patient reported possible rupture. The device remains implanted. Side is unknown.